Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual pressure was used for hemostasis. No patient injury was reported. The procedure was performed retrograde. The physician is certified in using the exoseal device. No device or packaging damage was noted prior to use. The sheath introducer information is unknown. Angiography confirmed femoral artery suitability, with a 30¿45° insertion angle. The artery diameter was greater than 5 mm, with no significant calcification, plaque, stent, or >50% stenosis. No pre-existing hematoma, av fistula, or pseudoaneurysm was noted. The exoseal vcd was used in an interventional procedure. The device was stored and prepped according to the instructions for use (IFU). Regarding the puncture femoral site, the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color. At that time, the indicator window was showing solid black, and no red color was observed in the indicator window during retraction. When depression of the button was attempted, the button was difficult to depress but was able to be depressed fully. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual pressure was used for hemostasis. No patient injury was reported. The procedure was performed retrograde. The physician is certified in using the exoseal device. No device or packaging damage was noted prior to use. The sheath introducer information is unknown. Angiography confirmed femoral artery suitability, with a 30¿45° insertion angle. The artery diameter was greater than 5 mm, with no significant calcification, plaque, stent, or >50% stenosis. No pre-existing hematoma, av fistula, or pseudoaneurysm was noted. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
When depression of the plug button of a 7f exoseal vascular closure device (vcd) was attempted, the button was difficult to depress but was able to be depressed fully. Manual pressure was used for hemostasis. No patient injury was reported. The procedure was performed retrograde. The physician is certified in using the exoseal device. No device or packaging damage was noted prior to use. The sheath introducer information is unknown. Angiography confirmed femoral artery suitability, with a 30¿45° insertion angle. The artery diameter was greater than 5 mm, with no significant calcification, plaque, stent, or >50% stenosis. No pre-existing hematoma, av fistula, or pseudoaneurysm was noted. The exoseal vcd was used in an interventional procedure. The device was stored and prepped according to the instructions for use (IFU). Regarding the puncture femoral site, the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color. At that time, the indicator window was showing solid black, and no red color was observed in the indicator window during retraction. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. An 8f cordis avanti catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) actuation difficulty¿ was not observed through analysis of the returned device since the internal components showed no anomalies and the lever was fully depressed. The reported event of ¿plug inability to achieve hemostasis¿ could not be evaluated due to the nature of the complaint, since patient related events cannot be duplicated in the lab. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, analysis demonstrated that the device was inserted into an 8f cordis avanti sheath. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
When depression of the plug button of a 7f exoseal vascular closure device (vcd) was attempted, the button was difficult to depress but was able to be depressed fully. Manual pressure was used for hemostasis. No patient injury was reported. The procedure was performed retrograde. The physician is certified in using the exoseal device. No device or packaging damage was noted prior to use. The sheath introducer information is unknown. Angiography confirmed femoral artery suitability, with a 30¿45° insertion angle. The artery diameter was greater than 5 mm, with no significant calcification, plaque, stent, or >50% stenosis. No pre-existing hematoma, av fistula, or pseudoaneurysm was noted. The exoseal vcd was used in an interventional procedure. The device was stored and prepped according to the instructions for use (IFU). Regarding the puncture femoral site, the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color. At that time, the indicator window was showing solid black, and no red color was observed in the indicator window during retraction. The device is being returned for evaluation.